Manufacturer narrative:
The handpiece was received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation has been completed.

Event description:
It was reported that the handpiece began leaking an oil substance while the equipment was being tested during a routine maintenance visit in a non-sterile environment. There was no patient involvement. There were no adverse consequences reported as a result of this event.